Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported they were seeing a power one reset (por) message on the patient programmer. Caller reported they were at a normal battery replacement and electrocautery was used during the procedure. Caller had stepped out of the room, por message was reviewed. Caller reported they would go back in and fix the por. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep): the por (power on reset) issue was resolved. Patient's battery and programmer are now working after repairing the programmer and battery with the 8840. No patient symptoms were reported. No further complications were reported or anticipated.